Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump received failed batt test, charge/battery lasts less than expected and pump error 25 due to j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump battery was only lasting a day or so before depleting completely and alarming. Customer stated that insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.